Event description:
It was reported that the patient passed away on (B)(6) 2013. The cause of death was unknown. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.

Event description:
Additional information was received stating that the vns patient was in the ICU at the time of her death. The patient¿s discharge summary and expiration note were received. The patient was admitted to the hospital for persistent right hip pain following a fall six days prior. It was noted that the patient was a ¿medically complex patient¿. The patient had obvious bruises to her right hip and was unable to bear significant weight on her right leg. She had complained of a dry cough for the past week and was placed on antibiotics, and she was recently diagnosed with acute urinary tract infection (uti). A CT of the head revealed left middle ear cavity and mastoid disease suggesting otomatoiditis, status post right mastoidectomy, but no acute intracranial abnormality. Her chest x-ray revealed increased pulmonary lung markings and her inr in the emergency department was 11.5 (very high). The patient was subsequently admitted for further treatment. The death summary lists additional final diagnoses as follows: mechanical fall with pelvic rami fractures; severe community-acquired multilobar pneumonia; septic shock; and acute hypoxemic respiratory failure. Following her admission, the patient became increasingly dyspneic and tachypneic with a very pernicious cough and she required increasing levels of supplemental oxygen in the ICU. The patient developed hypotension and acute hypoxemic ventilatory failure requiring mechanical ventilation, but failed to respond to positive end expiratory pressure and was placed on bi-level ventilation. On the fifth day of her hospitalization, the patient developed profound refractory hypotension and pulseless electrical activity, followed by ventricular tachycardia and subsequent asystole. The physician who drafted the death summary suspected that the cause of the patient¿s death was ¿myocardial ischemia¿. There was no mention of the patient¿s implanted vns system in any of these hospital records. Based on the available information about the patient¿s death, an internal classification has determined that the death may be unlikely sudep.